Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. H10: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure test was performed, and no leak was observed. Functional test was performed, and no connection issue and no other abnormalities were observed. The reported condition was not verified. The returned sample was determined to be a conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue; described as ¿the heating wires in the heating bag and cassette are not locked and cannot be screwed back and forth¿. This was further described as the connection of the heating line in the cassette was not secured and not fully tight. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.